Manufacturer narrative:
Investigation summary: material #: 368835. Lot/batch #: 2305493. Bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for hub-holder separation was observed. Additionally, (B)(4) retention samples from bd inventory were evaluated by functional testing, each used to draw 6 bd vacutainer tubes with water, and the issue of hub-holder separation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode hub-holder separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder came off the needle. No needle stick injury occurred. They sticked patient with other needle. The holder came off the needle. Needle went broken, the holder came off the needle. No needle stick injure. They took other needle to use and stick the patient again. During use

Manufacturer narrative:
Medical device brand name: bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder came off the needle. No needle stick injury occurred. They sticked patient with other needle. The holde came off the needle. Needle went broken, the holder came off the needle. No needle stick injure . They took other other needle to use and stick the patient again. During use.